Manufacturer narrative:
The device was returned and evaluated. In addition to brown stains inside the light guide lens finding, the additional evaluation findings are as follows: grip had a scratch, air/water cylinder had no color, suction cylinder had no color, due to damage on guide pin of electrical connector, water tightness was lost, electrical connector had corrosion due to water leakage, the connecting tube had buckling, corrosion around left arm, and universal cord had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera ii duodenovideoscope device based on an unspecified allegation. During the device evaluation, the following reportable malfunction was found: brown stains inside the light guide lens. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue being peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, resulting in humidity invaded lg-lens which led to corrosion. The event can be detected by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.